Manufacturer narrative:
Patient city: (B)(6). Patient country: poland.

Event description:
Reference number (B)(4). Event occurred in poland. It was reported that the patient experienced infusion set tape not sticking and skin irritation at infusion site event on (B)(6) 2026. No further information available.